Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported there was difficulty disconnecting the titanium adapter from a minicap transfer set. This occurred during a transfer set change at the hospital. The staff was unable to twist off the transfer set; the transfer set was tightly connected to the titanium adapter. The transfer set then disconnected from the titanium adapter; further described as "inadvertently". The titanium adapter was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection with the naked eye identified slight scratch marks on the external flat surface of the titanium adapter sleeve, not in the seal area; the product met specifications. It is likely that the mark relates to tool marks when opening or closing the titanium adapter. All box dimensions of the sample were measured and the product met specifications. Functional testing was performed with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction to b3 (incorrect date submitted in follow up # 1. Correct date was 15 april 2022). Additional clarification to previous h6 codes submitted in follow up # 1 (replace b17 with b01, c20 with c19, and d15 with d14). Should additional relevant information become available, a supplemental report will be submitted.